Manufacturer narrative:
The axium pushwire was returned for evaluation without the implant coil as implant coil remains in the patient. The tack weld replacement (twr) crimp was found to be intact. Under the microscope, the coin was found to be pulled back from the lumen stop and the coil shield was found to be damaged with the implant coil detached. The retainer ring appeared to be ovalized and found to be outside of specification. All other subassemblies appeared to be normal. It is possible that the coin pulled back from the lumen stop, or the ovalized condition of the retainer ring may have contributed to the event; however the cause for these could not be determine. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling treatment of an a-comm (anterior communicating) artery aneurysm, the axium 3d coil prematurely detached 3cm inside the microcatheter as it was being repositioned. It was noted that the physician removed the catheter from the patient but the coil ended up flipping into the vessel and was left within the aneurysm and part of it was protruding in the a2 segment. The procedure was completed without any further complications. The patient was placed on aspirin. No patient injury reported as a result of the procedure.